Event description:
It was reported that the pump failed rate accuracy testing (accuracy low) during preventative maintenance. There was no reports of malfunction from the clinicians nor patient involvement.

Manufacturer narrative:
The reported complaint of failing rate accuracy was not confirmed or reproduced. Review of the pcu error log showed no errors on the reported event date. Review of the device event log shows, the device was not in use on the reported event date. Prior to the reported event date, the device was attached to pcu ((B)(6)) and in maintenance mode on 22 march 2020. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification. The event administration set was not returned for investigation. The device was reported as not being used for treatment purposes. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported complaint of failing rate accuracy was not confirmed or reproduced. Review of the pcu error log showed no errors on the reported event date. Review of the device event log shows, the device was not in use on the reported event date. Prior to the reported event date, the device was attached to pcu (sn (B)(4)) and in maintenance mode on 22 march 2020. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification. The event administration set was not returned for investigation. The device was reported as not being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pump failed rate accuracy testing (accuracy low) during preventative maintenance. There was no reports of malfunction from the clinicians nor patient involvement.